Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h.6.

Event description:
Patient reported "report left-arm "pain," "capsular contracture, baker grade unknown on an unknown side," "c4-c6 neck and joint pain," and "arthritis in hand hips and knees" which started within months of implant date". This record is for a right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.